Event description:
Customer has rung to request a repair estimate after an accident when she reported the tiller as falling in to her lap. On inspection the engineer found the two bolts that screw in to the tiller adjustment bracket (B)(4) and tiller part (B)(4) had fallen out. The tiller dropped in to her lap causing her accident.